Event description:
Pt with recent history of dvt on (B)(6)2010. Ivc filter placed (B)(6)2010 prior to cholecystectomy. The pt was readmitted (B)(6)2010 with complaints of left lower quadrant pain and pain "shaped like a diamond" in upper lumbar area which increases with valsalva and movement. Inferior vena cavagram on (B)(6)2010 demonstrates leg protrusion through the left side of the inferior vena cava. Pt required transfer to another facility for surgical removal of ivc filter and replacement filter. Dates of use: (B)(6) - (B)(6)2010. Diagnosis or reason for use: dvt left knee.